Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving an unknown intrathecal medication via an implanted pump for an unknown indication. It was reported the patient needed a replacement for her pump since it was broken. Further information was not provided. No further complications were reported/anticipated or expected.